Manufacturer narrative:
Investigation summary: sample evaluation:two photos were received by bd canaan of a 10ml syringe from a reported batch #7058744 (p/n 309605) and were evaluated. A bright red piece of fm could be seen on the barrel wall of the sample. The fm is not in focus in the photo. It is unclear whether the fm is embedded or on the inside of the barrel wall. It is possible that the fm is a particle of gasket material from the material delivery system. DHR review for batch #7058744 (p/n 309605): manufacturing dates: 03/9/2017 to 03/10/2017. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7058744 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Root cause: undetermined - based on the investigation results to date, the source of fm could not be determined and root cause not found. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field. UDI (B)(4).

Event description:
It was reported, the 10 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray had foreign matter in the syringe. Found before use. No serious injury or medical intervention noted.